Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced profuse bleeding every month due to essure, dizziness, extreme lower back pain, knee and hip pain, pelvic area pain, headache, and to fatigued to carry out daily activities. No information given on consumer's history, past drugs and concurrent conditions. It is not reported whether the consumer received any concomitant medication. In (B)(6) 2009 the consumer had essure (fallopian tube occlusion insert) inserted. Consumer stated that since the beginning she presents profuse bleeding every month due to essure, dizziness, extreme lower back pain, knee and hip pain, pelvic area pain, headache, and to fatigued to carry out daily activities. The outcome of the events profuse bleeding every month due to essure, dizziness, extreme lower back pain, knee and hip pain, pelvic area pain, headache, and to fatigued to carry out daily activities was not recovered / not resolved. No further information was provided. Follow-up information received on (B)(6) 2014: the local health authority was added as reporter under the reference number (B)(4). On (B)(6) 2009 essure was implanted. It was reported that after the implantation of the essure device she bled for 47 days straight. Iron levels fell and she was given a special diet and iron pills. After the bleeding stopped she noticed a nagging pain on the right side and then in her lower back. She would tell her gynecologist and he snubbed her off. She felt like she was bullied into that because he was supposed to tie and cut her tubes after she gave birth. She would have third child natural without an epidural but she got it so that her tubes could be tied. At the end of 2009 her cycle began, bleeding profusely, and painfully. I lasted about a full week and approximately 12 days later it came back. She thought she was crazy. From 2009 to 2014 she had 2 periods a month. She experienced extreme fatigue, lower abdominal pain, lower back pain, headaches, nausea, pain in the same spot on the right side of her lower stomach, swelling that has plagued her since 2009. In 2012 she changed the doctors and a sonogram was performed which showed that the essure were still in place but seemed low. In 2014 she was fed up and went back to her new doctor. She discovered she had polyps all around the openings of her fallopian tubes. So, she had an emergency d and c performed to remove all of them and a hysteroscopy and the reason he suggested that was because she had been bleeding clots the size of a large prune. So, post d and c she still had 2 periods a month in between bleeding. Super plus tampons along with overnight pads every 2 to 30 minutes must be changed. The fatigue was back with a vengeance. She had a cyst on her left ovary, and at the time of this report she was having the pains shooting up and down her legs on both sides with that stabbing pain from her right now on the left in the front and the back of her stomach and lower back, headaches, repeated nausea, etc. She went back for another sonogram to see why after 5 years she was still hurting and pain. She felt stabbing pain in between periods and every month it swaps sides. Because she had 2 periods a month she experienced that pain on either side twice a month every month. She bled into the seat of cars 20 minutes after she left for work, felt faint and all started after essure. No further information was provided. Ptc investigation result received on (B)(6) 2014. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse events considered related are not indicative of a quality deficit per se. The events were reported over a long period of 5 years and are of broad nature. No batch number was reported. Without this information no batch signal cluster review in the gpv database is possible. No complaint sample was provided for further investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on (B)(6) 2015: the required number of follow-up attempts has been completed, with no response to date. Follow-up received on (B)(6) 2015: information received states that consumer had essure explanted on (B)(6) 2014. The seriousness criteria required intervention was mentioned as event outcome, but not specified and/or assigned to one of the events follow-up received on (B)(6) 2015 from consumer: she stated that retained an attorney. This is now classified as legal case. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after insertion bled for 47 days straight, later at ultrasound essure were still in place but seemed low and she developed polyps all around the opening of her fallopian tubes. This case is potential legal case. These events were considered serious as medically significant and are listed according to the reference safety information for essure except the event polyps which are unlisted. After essure insertion abnormal genital bleeding and menses pattern changes may occur; therefore, a causal relationship between bled for 47 days straight and the suspect insert cannot be excluded. Also during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Although limited information was provided about the event essure were still in place but seemed low, given its nature a causal relationship with essure cannot be excluded. Regarding polyps all around the opening of her fallopian tubes, endometrial polyps are one of the most common etiologies of abnormal genital bleeding in both premenopausal and postmenopausal women. Endometrial hyperplasia, overexpression of aromatase, and gene mutations have been proposed to play a role in their development. In this particular case, consumer reported changes in menstrual bleeding after essure insertion, later she was diagnosed with polyps and treated with hysteroscopy and dilation/curettage. Considering polyp's physiopathology and essure local action a causal relationship with this insert was considered very unlikely. This case was upgraded to incident since essure explant date was reported (intervention implied). Additionally non-serious events were reported. The product technical analysis concluded unconfirmed quality defect. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
(B)(4).